Event description:
The pt reportedly experienced lack of performance with her device. External equipment was exchanged and programming adjustments made. However, this did not resolve the problem. Surgery to explant the pt's device has been scheduled.